Event description:
This equipment was voluntarily tagged out for service by the customer. An arjohuntleigh technician inspected the unit and found that the bolts connecting the piston to the stretcher had sheared off. The lift was repaired and put back in use.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the manufacturer arjo hospital equipment (B)(4), number 9611530. Manufacturer complaint number: (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.